Manufacturer narrative:
(B)(4). UDI # unknown. The device history record for the lot number, 0202384245, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The pinch clamps were opened and the distal luers removed and infusion was observed at all selectable flow rates for both saf's. The bladder did not have the normal rigidity that is typical of full pumps. The dust cover was cut open with a scissor and a rupture in the inner latex and kraton layer were observed. The tubing was cut below the blue connector to drain the medication. The outer latex membrane was cut away with a scissor for better visualization of the inner latex and kraton layer. Signs of stress were observed in each corner of the break. The investigation summary concluded that the pump had a rupture of the inner latex membrane and kraton layer. The leak as reported by the customer was not able to be fully evaluated. The pump was received full and infused for all selectable rates on both saf's. During handling of the pump it was observed the bladder did not have the same rigidity as normally found on full pumps. After opening the dust cover with a scissor the rupture was observed. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received stating a pharmacist reported one pump made a loud pop sound during the filling process and began to leak through the tube set. The technician shut all the clamps and turned the select-a-flows to zero to prevent further leaking. Additional information received 08-jun-2016 stated the sample arrived in the lab and it was discovered that the kraton layer ruptured. No additional information was provided.